Event description:
It was reported that while unpacking for an unspecified embolization procedure, a cracked vial was noted. While unpacking a contour 250-355 vial, the glass vial appeared "cracked". The device was not used and did not come into contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).